Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2004. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: visual analysis yellow and brown particle material. Additional analysis leak and diaphragm valve with unidentified (tear).

Event description:
Healthcare professional reported left side deflation. Follow up findings: capsular contracture, baker grade I. Patient representative reported "patient's concern with product. This record is for the left side. The device has been explanted and replaced.